Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during an excision of mid- urethral mesh + obtyrx tot placement + cystoscopy procedure performed on (B)(6) 2017 to treat stress urinary incontinence, pelvic pain and dyspareunia. It was also noted that the midline in the vagina and the tissue were very thin and friable, it tore very easily. The patient tolerated the procedure well. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6) (B)(6) health system. Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.